Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv10 device was observed with separated tubing as evidenced the device leaking inside the overpouch. This was observed before use. The device was filled with a solution of benzylpenicillin and 0.9% sodium chloride at the time of the event. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation containing no fluid in the reservoir. The luer was not returned with the device for investigation. However, examination of the device suggested the tubing had been broken off the luer. Additionally, the broken part of the tubing has a jagged mark. Therefore, the reported condition of "tubing came off" was confirmed. No other observation was found on the device. The root cause associated with this report was due to excessive force applied. This is a single use device and will not be repaired. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.